Event description:
A report was received that the patient had a lead infection at the mid-back. The patient's symptoms were redness and small discharge. The physician believes the infection was procedure related. The physician irrigated the patient's site and the patient was given an oral antibiotic. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316 lot number: 14304803 description: next generation anchor kit-sterile. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.